Manufacturer narrative:
A siemens technical application specialist (tas) contacted the siemens customer care center (ccc) to report that an operator of an atellica im 1300 instrument was processing patient sample(s) for cyclosporine (csa) without performing the manual pretreat step of mixing 400ul of csa pretreatment reagent with 100ul of mixed whole blood. The atellica im cyclosporine instructions for use (IFU) provide the sample preparation instructions. The tas provided training to the operator. The cause of reporting csa test results without pretreating the sample is a use error of not following the IFU. No further evaluation of this device is required. Mdrs 2432235-2019-00013, 2432235-2019-00014, 2432235-2019-00015, 2432235-2019-00016, 2432235-2019-00017, 2432235-2019-00018, 2432235-2019-00019, 2432235-2019-00020, 2432235-2019-00021, 2432235-2019-00022, 2432235-2019-00024, 2432235-2019-00025, 2432235-2019-00026, 2432235-2019-00027, 2432235-2019-00028, 2432235-2019-00029, 2432235-2019-00030 were filed for the same event.

Event description:
Patient samples were tested for cyclosporine (csa) without pretreating the whole blood sample with cyclosporine pretreatment reagent. The initial result(s) were reported to the physician(s). The samples were not repeated. There are no known reports of patient intervention or adverse health consequences due to the cyclosporine without pretreatment test results.